Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant but a connection issue occurred at the ventricular level: the screwdriver kept turning without clicking sound when screwing. Atrial lead was connected next and there was clicking sound and lead was locked normally. Both atrial and ventricular setscrews were then unscrewed to change to a new device. There was a difficulty to unscrew the ventricular setscrew. The physician attempted several times, and finally it was unscrewed and the lead was pulled out from the port. The pacemaker was returned for analysis. A new device was implanted without anomaly.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2010), sorin is filing this MDR at this time. (B) (4). Conclusion: the connection issue met by the user during the implantation attempt at the ventricular level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted.